Manufacturer narrative:
The device was returned to nuvasive japan and photographs provided confirm the complaint. Review of the photographs identified the fracture initiated at the inserter attachment feature which is a known failure mode generally related to excessive off-angled force associated with insufficient distraction, oversized implant selection, insufficient disc space preparation and the result of technique as well as anatomical challenges of the patient. No pieces were left in-situ and no injuries were reported. No additional investigation necessary. Labeling review: "...potential adverse events and complications: as with any major surgical procedures, there are risks involved in spinal/orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant components..." "...warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Care should be taken to ensure that all components are ideally fixated prior to closure..." "...pre-operative warnings: care should be used during surgical procedures to prevent damage to the devices and injury to the patient..." "...post-operative warnings: damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..."

Event description:
On (B)(6)2022 a patient underwent an extreme lateral inerbody fusion at l4/5. The implant was fractured during insertion and the pieces were retrieved. Another implant was successfully inserted.